Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited remote monitoring disabled. Technical services (ts) reviewed device data and determined that this was due to a loaded voltage value below 2.1 volts. Device replacement was recommended. At this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited remote monitoring disabled. Technical services (ts) reviewed device data and determined that this was due to a loaded voltage value below 2.1 volts. Device replacement was recommended. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that this crt-p exhibited premature battery depletion (pbd) and was subsequently explanted and replaced. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.